Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the atrial lead was deployed and slitting cutting the sheath was performed, the physician felt a strong resistance. The possible causes were considered as the way of keeping the slitter close to the lead or the way of applying force. Considering that the lead itself might be cut, the atrial lead was not used. A different lead was used to complete the procedure successfully. No patient complications have been reported as a result of this event.